Manufacturer narrative:
Returned device was received in fair physical condition with a cracked housing. During the evaluation of the device, no issues were able to be replicated by analysts. The downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was continuously beeping and kept turning off. There were no reported adverse events.